Manufacturer narrative:
Device not returned

Event description:
It was reported that the device was explanted after an implant duration of at least 21 months, due to aortic insufficiency. Information learned from implant patient registry and from the operative report.